Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump gave an occlusion and insulin did not passed when delivering a bolus. Customer changed the set and there was not an occlusion anymore but the insulin did not passed as it should. Customer after changing the set again saw that the cannula was bent. Customer had blood glucose levels up to 19 mmol/l because the insulin did not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.